Manufacturer narrative:
Four attempts between (B)(6) 2019 were made to the facility to obtain further information relating to the complaint as no serial number was provided. In absence of serial number lenstec is unable to perform a batch history audit of the device in question. To date, no response has been received by the facility.

Event description:
Lenstec received via post on 27 august 2019 a FDA medwatch report (ref: mw5088875) which stated that intraocular lens implantation attempted 2 times with fracture of haptic requiring explantation. Lens cartridges single use. Event date: (B)(6) 2019, serious injury, required intervention. Implant/explant date: (B)(6) 2019.